Event description:
Customer called to report that he started using the omnipod system and then one week later, he was in the hospital. Customer would not troubleshoot nor would he provide any additional information about this event. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.